Manufacturer narrative:
A new review of this event was performed. A retrospective MDR has been filed due to the potential for serious injury out of an abundance of caution. The event did not involve death or serious injury and it was stated the patient did fine. The device labeling (IFU) states adequate fluoroscopic visualization must be maintained during lava delivery and to stop lava delivery if visualization is lost until adequate visualization is reestablished. Batch record review showed the device was manufactured to released specifications and had passing quality test results.

Event description:
Could not visual the lava under fluoroscopy. Incident occurred when the lava was injected into the target vasculature that was to be embolized. There was a branch that showed some lava on angio where the physician did not intend it to go. Patient was fine after the procedure but was going to be monitored for any complications as normal.